Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump had received external flash error alarm. The customer¿s blood glucose level was 162 mg/dl. Customer reported that they were not able to clear the alarm. Customer reported that the insulin pump did require rewind. Customer able to complete rewind. Customer was assisted to perform displacement test and the test was failed. Troubleshooting was declined. Customer was advised to the insulin pump will need to be replaced and customer refer to back-up plan. The insulin pump will not be returned for analysis.